Event description:
Report 5 of 6. Olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system (svs) for the treatment of severe emphysema in a post-market setting. On (B)(6) 2024 the patient underwent a therapeutic bronchoscopic lung volume reduction procedure during which multiple spiration valves were placed. Four 9mm valves and two 5mm valves were placed in an unspecified lobe/location. On (B)(6) 2026, the patient experienced cough, shortness of breath and fever. A sputum culture was performed which identified very light growth of stenotrophomonas maltophilia. The patient was hospitalized for pneumonia, received antibiotic treatment, and the endobronchial valves were removed. The patient improved and was discharged on an unspecified date.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.